Event description:
Olympus medical systems corp (omsc) was informed that during the laparoscopic assisted colectomy, the user heard some abnormal sound, which is considered to be the error sound, from the subject device. The user exchanged the removable cords and the sound stopped. And so the user continued the procedure with the device, but then the probe of the device broke off and fell into the abdominal cavity of the pt. The fragment was retrieved with straight grasping forceps. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 16.5mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that a crack spread from the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, omsc concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Based on the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.